Event description:
Note: this report pertains to the first of three hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2011-00094. Following sounding with the suresound and several unsuccessful cavity integrity assessment (cia) tests with 2 disposable novasure devices during an endometrial ablation the physician did a laparoscopy and saw "a trickle of blood coming from the outside of the fundus" of the uterus and felt it "must be a perforation". The physician proceeded with a tubal ligation. Following this the physician cauterized the bleeding site on the uterus. No further intervention. Was required and the pt was discharged home. On (B)(6) 2011, it was reported that the pt is "fine". A hysteroscopy and dilatation and curettage (d&c) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument ...

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).